Event description:
Rec'd notice of complaint concerning above product via phone call from facility charge nurse. Reports after treatment initiated, health care professional noted air was being pulled into the system. Upon close inspection, a "microscopic crack" was noted approximately 2 inches from the pt connector end. Unable to return blood in the arterial line, reports that blood loss approximately 50cc. No reported injury to the pt, no medical intervention required. The blood line was changed and the treatment was completed without further incident. The line had been used 3 times, prior to this event, without incident. The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.